Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported in medwatch 9610773 - 2024 - 01219 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Event description:
It was reported, the sheath's ceramic tip broke off. The issue occurred during preparation for use of an unknown procedure. There were no reports of patient harm, the patient was not under anesthesia, and the intended procedure was able to be completed using a similar device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.